Manufacturer narrative:
H6: investigation summary: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20026422. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20026422 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months. H3 other text : see h.10.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: after insertion of a new in cannula, a one-way injection bung was screwed on. Staff report that they are finding too many "faulty bungs" that they have not been able to inject down, meaning they have to unscrew and reconnect. Multiple bungs till they find one that injects safely. This creates an infection risk and risks dislodging the IV cannula. Items were disposed of once found to be faulty - after being in contact with patient's IV cannula (therefore considered contaminated).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that the ll vlv adpt(stand alone) experienced device damage/deformation while still considered operable. The following information was provided by the initail reporter: after insertion of a new in cannula, a one-way injection bung was screwed on. Staff report that they are finding too many "faulty bungs" that they have not been able to inject down, meaning they have to unscrew and reconnect. Multiple bungs till they find one that injects safely. This creates an infection risk and risks dislodging the IV cannula. Items were disposed of once found to be faulty - after being in contact with patient's IV cannula (therefore considered contaminated).